Event description:
It was reported that the right atrial (ra) lead had high thresholds in bipolar and unipolar configuration. The lead was capped and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sdr303b implantable pulse generator (B)(6) 2002; 5076-58 implantable pacing lead (B)(6) 2002. (B)(4).